Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 80 to 99 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: memory 1:338mg/dl (B)(6) 2015 05:42pm fasting:no. Memory 2:319mg/dl (B)(6) 2015 07:28am fasting:yes. Memory 3:137mg/dl (B)(6) 2015 06:36pm fasting:no. Memory 4:299mg/dl (B)(6) 2015 07:29am fasting:yes. Memory 5:200mg/dl (B)(6) 2015 05:04pm fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 80 to 99 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 338mg/dl; (B)(6) 2015; 05:42pm; fasting: no, 319mg/dl; (B)(6) 2015; 07:28am; fasting: yes, 137mg/dl; (B)(6) 2015; 06:36pm; fasting: no, 299mg/dl; (B)(6) 2015; 07:29am; fasting: yes, 200mg/dl; (B)(6) 2015; 05:04pm; fasting: no. Adverse event not reported.